Event description:
It was reported that the platform indicated "user advisory 16 (timeout moving to take-up position)" that could not be cleared during a shift check. There was adverse pt sequelae reported.

Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.